Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, overdrive function was needed during loading of the valve. During the first deployment attempt, the valve was recaptured. Upon final deployment, the valve paddle would not release. The primary operator tried to push forward on the dcs unsuccessfully. The secondary operator tried to recapture the valve to see if the paddle would release. Finally, the paddle popped off after the primary operator pushed forward on the dcs. The secondary operator rotated the catheter simultaneously. It was reported that the valve coming out of the capsule was delayed. The valve was implanted in the patient. It was noted that during the deployment knob was not difficult. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.